Event description:
It was reported by the patient that "in 2002, patient had a breast biopsy done and a backpad ECG electrode was placed on their back. Six days later, the ECG application site became red and itchy. It was diagnosed as contact dermatitis."